Event description:
It was reported that patient experienced an infection at the lead site and anchor site. As a result, surgical intervention was undertaken wherein the lead and anchor was replaced to address the issue. The patient was administered oral antibiotics to address the issue. It is unknown which anchor caused the infection.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10966451.